Event description:
The customer alleged that during car seat testing, some of the monitors do not provide brady alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.